Event description:
General report received of an unspecified number of undocumented incidents of the secondary port connector breaking or cracking easily. The customer contact reported the secondary port connectors are breaking or cracking resulting in a loss of IV antibiotics. No specific details were provided. There were no reports of adverse patient effects and no reports of delays of therapies critical to these patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device has been requested to be returned for investigation. It has not yet been received. The list number and lot number of the device that was in use are unknown. The customer contact identified the device as an unspecified primary tubing set. Documentation received from the reporter indicate that information on reprocessing of the device was unknown. This report represents all the information known by the reporter upon query by hospira personnel.